Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller wanted to do an external e-stim on the patient¿s front neck/throat area due to the patient having swallowing issues. The patient had dysphasia and swallowing issues that had caused the patient to become malnourished and needing to have an emergency peg tube placed about a month ago. They were hoping that the e-stim would help the patient be able to swallow better. The patient was currently in the rehab facility and the caller didn¿t know if the swallowing issues and dysphasia were related to the dbs. There were no further complications reported.